Event description:
On (B)(6) 2009, the pt reported that this morning while changing the insulin cartridge of her infusion device, she inserted a full cartridge of insulin and the insulin "squirted out of the top." She said that less than 5 units of insulin spilled into the cartridge chamber and she was able to dry it out. She stated that some insulin remains behind the piston rod that she could not dry out. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.